Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one month following the implant of this mitral annuloplasty repair product, transesophageal echo cardiography (tee) revealed a tear in the suture ring. The annuloplasty device was explanted and the decision was made to replace the native valve with a mitral bioprosthetic valve product with no further patient effect. It was reported that the mitral ring was torn from the tissue at the entire posterior circumference. The posterior mitral leaflet was restricted due to prolapse of the anterior mitral leaflet. The product has not been returned for analysis.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6).